Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experienced low blood glucose. Blood glucose level at the time of the incident was 53 mg/dl. Self test was failed. Customer stated reservoir leaked in to the insulin pump and it was still insulin in it. Customer stated that the leak was occurred at reservoir barrel. Customer stated there was fluid in reservoir compartment. Auto mode feature information was unknown. The insulin pump and reservoir will be returned for analysis.